Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an unknown procedure, the mdu was getting hot. There was a back up device available, and no delay was reported. There was no patient involvement.

Event description:
It was reported that, during set up for a knee scope procedure, the mdu was getting hot. There was a back up device available, and no delay was reported. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed no physical damage. A functional evaluation was performed on the returned device and found a noisy motor. Further evaluation revealed a corroded gearbox. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.